Event description:
The patient had a struker wide plate for a right femur shaft fracture in july 2003. The x-ray showed the alignment was ok after the surgery. During a follow-up visit to the clinic, seven months later the x-ray showed the plate broken. The surgeon fixed the limb with plaster cast until the union of the fracture. In july 2004, the broken plate was extracted.